Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that something is wrong with the implantable neurostimulator recharger (insr) and it is not working right. It was stated that it takes longer to charge, with the issue occurring since (B)(6) 2016. It was stated that "it" is low and it doesn't tick like it used to, with them having to play with the gray cord in order to get it to start. A replacement implantable neurostimulator recharger (insr) was sent to the patient. The patient's indication for implant is essential tremor and movement disorders.